Manufacturer narrative:
Patient information was unavailable. Other relevant device(s) are: product ID: 9735585, serial/lot #: unknown. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a stereotactic frame deep brain stimulation (dbs) case. It was reported that intraoperatively, the surgeon took an auto-registered spin with the imaging system and identified that it was not accurate. The surgeon took another spin which was accurate and continued with the case. There was a ten minute delay to the procedure. The surgeon suspected that the patient might have moved during the first spin. The procedure was completed successfully and there was no reported impact to patient outcome.

Manufacturer narrative:
Patient information and additional information received. A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the inaccuracy noted after the first registration was approximately 5 millimeters.

Manufacturer narrative:
Correction: software version for product ID: 9735585 is software version: 3.0.2. An additional software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined from review of the exam. If information is provided in the future, a supplemental report will be issued.